Event description:
On january 23, 2007, abbott point of care was contacted by a customer who reported that they observed discrepant hematocrit results when a sample was tested on the I-stat system. I-stat ec8+ cartridge lot a06229 produced a hematocrit result of 30% pcv at 14:42 in 2007. A sample drawn at the same time was sent to the laboratory and a hematocrit result of 22.8 %pcv was generated @ 15:37. The patient subsequently received two units of packed red blood cells and a hematocrit result of 26.1 % pcv was generated from the laboratory analyzer @ 2:52.